Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the pull wire broke while inside the patient. It was reported that no parts detached from the device. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one of the pullwires was broken below the z bend and was disconnected from the tang hole. The forceps returned with the jaws opened in the l position. The wire was sent for material analysis which determined that the component presented with microfissures. Additionally, a tension zone (with transversal cracks) was identified which is typical of bending overload. The device welding and riveting were found to be within manufacturing specification. Functionally, the returned unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire was broken. Since the specific cause of the pullwire break cannot be identified, the most probable root cause is undeterminable. However, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the pull wire broke while inside the patient. It was reported that no parts detached from the device. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine